Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation confirmed based on the photo provided by the reporter. Visual inspection revealed the device was damaged. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 2/24/2023, it was reported by a sales representative via email that an ar-8825p peek mini pushlock metal piece at the handle end was broken and the anchor could not be mallet in. This was discovered during a thumb mcp procedure on (B)(6) 2023. Additional information requested.